Event description:
It was reported that the patient experienced chest heaviness. It was further reported that that the right atrial (ra) lead exhibited an atrial impedance warning. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.